Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0g8lq, implanted: (B)(6) 2015, product type: lead.

Event description:
The healthcare professional, via the manufacturer representative, reported all electrodes with the exception of electrode 0 measured to be greater than 4,000 ohms. The patient moved their body a lot and did excessive exercise, so a lead fracture was suspected. In the past, the patient felt stimulation so strongly that they would jump up when the resistance value was measured, however they did not feel anything at all this time. There was a loss of stimulation, but therapeutic effect had continued and the patient was satisfied. Stimulation was turned off temporarily and the condition was to be monitored. The issue was not resolved. At the patient's next follow up on (B)(6) 2016, if the conditioned worsened, monopolar stimulation using electrode 0 would be tried. Per the physician, the event was not severe and the patient's underlying disease was fecal incontinence.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider for a clinical study, via a manufacturing representative, reported all four electrodes showed high impedances on (B)(6) 2016. At the time of the report, the fecal incontinence had not worsened. No actions were taken. Medical history included high blood pressure and (B)(6). X-ray images did not show that there was fracture on the connector(s) and/or the lead. At the following follow-up, the patient with family will visit the hospital to decide explant or replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported electrodes 2 and 3 exceeded 4000 ohms at the 12-month follow-up on (B)(6) 2016. It was considered that the patient playing "sport hard" was related to the event. The device system was ultimately explanted on (B)(6) 2016. It was noted that the devices were going to be returned for analysis.

Manufacturer narrative:
Analysis of the tined lead (va0g8lq) found that the lead body conductor was broken at or near the tines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.